Event description:
Pt reported that, 3-4 months ago, while priming, an insulin cartridge cracked inside of the device's cartridge chamber. They indicated that there was no apparent damage to the cartridge, prior to inserting it into the device. Pt replaced the damaged cartridge and continued using the device.